Event description:
It was reported that the atrial lead had a polarity switch. Around the same time as the polarity switch, there was a sudden increase in impedance and then the impedance decreased. The impedance is currently stable and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.